Event description:
The customer reported various system errors which resulted in intermittent system lock ups. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The svdc power supply was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.